Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no blank display and no battery out limit alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level was unknown. The spouse states the customer received battery out limit alarm. The customer states the battery cap was loose and believes the threading in the pump battery compartment was damaged. The customer states they had received replacement battery cap. The customer was advised the pump would be replaced and returned for analysis.